Event description:
Surgeon reported a peeling rash after using the new medline surgical gloves. Known issue with the new brand of surgical gloves unknown gloves details for this incident. Multiple incidents across all lots.